Event description:
It was reported that during a thoroscopy with lobectomy (left) procedure, when the surgeon went to fire it in the second fire, the instrument did not close. It fired but it did not cut and staple and the cavity was left with staples. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Channel retainer the analysis results showed that the ez45b device was received with the clamping mechanism damaged and with a blue and a green cartridges reloads presents. The cartridges were received fully fired. No functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the channel retainer holding features to the channel were found damaged, not allowing the device to properly close. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B) (4). A batch record review was performed and no anomalies were found during the manufacturing process.